Manufacturer narrative:
An event for patient effects of arrhythmia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported arrhythmia could not be conclusively determined. The reported unexpected medical intervention was a resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
(B)(4). It was reported that on (B)(6) 2024, 27mm navitor valve was successfully implanted at a depth of 2.8mm (2.1 from ncc to ventricular end of frame and 4.5 lcc to ventricular end of frame). There was no calcification extending beneath the aortic annular plane in the interventricular septum. On (B)(6) 2024, the patient reported that they were experiencing increased palpitations and panic attacks. Medication was administered to treat the event, but the patient has had sleeping issues as a result.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.